Manufacturer narrative:
(B)(4).

Event description:
The customer reported that blood was coming from the needle and the needle bellows was full of blood on the beckman coulter lh750 instrument. The field service engineer (fse) wa dispatched. The fse found the bellows were not draining and replaced 3 different pinch valves ( vl13, vl111 and vl25) to repair the leak. Root cause for the leak was vl13, vl111 and/or vl25. There was no affects to patient results. There was no injury to the operator. However on a recur, the operator may be exposed to biohazardous material.